Manufacturer narrative:
The device was returned to olympus and evaluated. The customer-reported phenomenon was confirmed, due to moisture inside the ccd (charge-coupled device) lens. In addition, the following additional non-reportable phenomena were identified: smashed connector tip and unit failed leak test due to puncture on cable. Three attempts were performed to obtain additional information, but no response was received from the customer. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd camera head had an image problem. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that water flooding through the cable perforations temporarily caused the image problem. The event can be prevented by following the instructions for use which state: never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.